Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/11/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: multiple call service 127 alarms observed in pump histories. Call service 127 alarm occurs upon powering the pump. Unable to perform all testing steps due to inability to clear alarm. Voltage at measured out of specifications. Corrosion observed in battery compartment. Battery compartment is cracked along side of pump. Leak test verifies leak at battery compartment. Pump opened and no further evidence of moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.